Manufacturer narrative:
Results: there was no visible damage to the exterior of the penumbra system aspiration pump max 220v (pump). The pump was opened by penumbra engineers and corrosion was observed on the piston retainer in the outlet cylinder. The pump was plugged in and powered on. The vacuum pump did not start; only the pump cooling fan started. Conclusions: evaluation of the returned pump confirmed that even though power was supplied to the pump, the vacuum pump would not turn on. The pump housing was removed, and the vacuum pump was opened by penumbra engineers. It was observed that the piston retainer in the outlet cylinder was corroded. The observed corrosion likely caused the piston to seize inside the cylinder. The root cause of this corrosion could not be determined. Penumbra pumps are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following sections were inadvertently missed on the follow-up #01 and are being included on this follow-up #02 MFR report. Section d. Box 4. Lot number. Section d. Box 4. Catalog number. Section d. Box 4. Serial number. Section h. Box 4. Device manufacture date.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, when the penumbra system aspiration pump max (pump max) was turned on, the green light appeared but no vacuum was produced and the pump max later emitted a burning smell. The pump max was not used for the procedure. The procedure continued by manual aspiration followed by administration of tissue plasminogen activator (tpa).